Event description:
It was reported that a mix of product types was found in a pack of bd needle ns 25ga 1in blt sq grd w/o shield. The following information was provided by the initial reporter: operator found a 27ga sharp cannula (grey hub, sheathed) mixed in a plastic bag of 30ga blunt cannula (beige hub).

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: it was reported a 27g sharp cannula with a gray hub was mixed in a plastic bag of 30g blunt cannula beige hubs. To aid in the investigation, one sample was received for evaluation by our quality team. The sample has the plastic shield and a gray color needle hub. No other defects or imperfections were observed. Based on the sample received it is unclear how the mixed part was found during the customer's processes. A device history record review was completed for provided material number 301664, lot number 0142681. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Probable root cause is unknown. It is unclear how the mixed part was found at the customer process. A trend analysis was performed for the last twelve months for this material number. This is the first complaint for this symptom. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.